Manufacturer narrative:
(B)(4). Device evaluation: product misused without an introducer sheath to prevent kinking, acute bending of the laser catheter likely caused the defect. This is a low risk defect, likely caused by misuse.

Event description:
During a cardiac lead extraction the physician was using a spectranetics glidelight laser sheath without an outer sheath. Slowly progressing, the md noted lead on lead binding at the subclavian to the innominate juncture. The glidelight was removed and a split in the sheath was noticed. The sheath was replaced and the case was completed successfully.